Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The issue occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 18, 2022 to october 19, 2022. H10:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.